Event description:
The customer stated that she was receiving erratic blood glucose readings. She tested and rec'd a reading of 25 mg/dl. She retested within 10 mins and rec'd a reading of 300 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for eval, and replacement strips will be sent.